Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed and found that the customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for greater than 8 hours and error wasn't immediately after battery change. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self-test. Test p-cap locks properly into the reservoir compartment. No unexpected pump error 23 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 43 and pump error 41 alarms on the event date of (B)(6) 2025 at 09:11:49.000. Pump alarmed a pump error 23 alarm on (B)(6) 2025 at 03:37:22.000 in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 23 was not confirmed during testing; however, pump error 23 was noted in the pump history files and traces. Pump error 43 was confirmed in the pump history files and traces due to a motor failure, problem isolated to the motor assembly. Pump error 41 was confirmed in the pump history files and traces as a consequence of pump error 43. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.